Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that half the screen was missing and was blue and had partial display. Blood glucose level at the time of incident was 432 mg/dl and was treated with insulin pump. Troubleshooting did not resolve issue. Product will return for analysis.

Manufacturer narrative:
Insulin pump received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform any tests due to lcd physical damage. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.